Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reports hearing beeping tones (5-10 beeps) at night in a quiet environment. It was noted that he has ruled out other external sources and has not been exposed to any magnets.